Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 9/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/24/2016 with the following findings: a review of the pump black box data showed evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was moisture observed inside the compartment. A leak test was performed and failed due to a battery compartment leak. It was also observed that the returned battery cap¿s contact heights were out of specification and the contact width was within specification. The returned battery cap was unable to fully tightened onto the pump due to a damaged top slot. A test battery cap was used to complete the investigation and it was able to secure to the pump. The investigation was able to duplicate the initial ¿intermittent power¿ complaint during the battery cap functional test with both the returned cap and the test battery cap. However, the investigation was able to successfully run the pump on a 24 hour basal program using the test battery cap with no intermittent power or reboot occurrences. The pump¿s cover was removed and there was no evidence of additional moisture inside pump. There was no damage to the power circuit observed.